Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump clock loses minutes occasionally and there was a small hairline fractures across the insulin pump. The insulin pump will not be returned for analysis.